Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak with complete component is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device code remove 3190. H6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and two (2) intuitrak limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a routine computed tomography (CT) identified an endoleak of indeterminate origin and aneurysm growth from 47mm to 56mm. The physician completed a successful intervention and elected to reline the existing grafts with two (2) vela suprarenal stent graft extensions. No visible endoleaks were detected and the patient is doing good. Additional information: for the re-intervention, the patient was transferred to another hospital and physician is located in (B)(6). No further information was provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak with complete component separation is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
Approximately 9.5 years post initial procedure a type 3a endoleak was identified. The patient was transferred to another hospital and underwent a non-device related procedure to treat a juxta-renal aneurysm. The patient then underwent another procedure where the physician implanted a vela proximal extension to treat the type 3a endoleak, coiled the right internal iliac artery and placed an ovation ix iliac limb to treat iliac aneurysms distal to both limbs.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a powerfit aortic extension and a limb extension. Approximately 9.5 years post initial procedure a type 3a endoleak was identified. Physician is planning a re-intervention.